Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the xenon light source was presenting a control panel malfunction; switching on the air was causing the lamp to turn on and off. The customer also reported that pressing any button on the front panel was causing the light to turn on and off. The issue was found during inspection for a diagnostic upper gastrointestinal endoscopy procedure. The procedure was completed with a similar (non-olympus) device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a deformed scope socket was causing a decrease in air pressure, and the flat cable was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or is any additional information is provided by the user facility.